Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 4.5 cm in diameter abdominal aortic aneurysm. The aortic neck was 41 mm in length and 19 mm in diameter at the renal arteries. It was reported that during the index procedure the physician implanted the endurant 23 x 23 aortic cuff prior to the endurant bifurcated stent graft. The aortic cuff was delivered from the right side and the bifurcate was delivered from the left. The aortic cuff was implanted from immediately below the left renal artery to the proximal aortic neck. The aortic cuff was compressed by ballooning while the two guidewires remained inserted. The physician then inserted the endurant bifurcated stent graft. However, the guidewire that the endurant bifurcated stent graft was advanced over was between the endurant aortic cuff and the vessel wall. This resulted in inaccurate delivery of bifurcated stent graft outside of the endurant aortic cuff and crushing of the endurant aortic cuff against the aortic wall. It was then revealed that the compressed cuff covered the left renal artery. It was also reported that ptra (percutaneous transluminal renal angioplasty) was performed but satisfactory patency could not be obtained and blood flow from the accessory renal artery was observed. The physician decided to continue monitoring the patient¿s clinical course and completed the procedure. Per the physician, the event was related to user error. It was possible that the aortic cuff was dislocated during ballooning. No additional clinical sequelae were reported and the physician decided to continue monitoring the patient¿s clinical course.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.